Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged during an ablation procedure on (B)(6)2017. Upon opening the pocket for atrial lead replacement the following day, the right ventricular lead exhibited insulation abrasion. Both leads were capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.